Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
(B)(6) states that the aide that takes care of his mother texted him and stated that the seat to the commode was cracked.